Event description:
The surgeon implanted a cc4204bf plate collamer lens. When the lens went into the eye a capsular tear occurred. The incision was enlarged to remove the lens and a vitrectomy was performed. A suture was required to close the wound. The reporter stated that the cause of the capsular tear was a combination of the lens entering into the eye and the pt being being on flomax medication. It was noted that there was pupil irregularity.